Event description:
It was reported an infection occurred. It was further reported there was vegetation on the leads. The leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014. (B)(4).